Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that they think that the shealth on the sensor has remained in the body when inserted and removed. Advised the customer that the platinum electrode has been removed and it was present. Customer was advise that the enhanced enlite cannula was very thin and if the electrode can be seen then it has been all been removed. Customer's blood glucose was 7.6 mmol/l. No further information provided.